Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery issue with outflow and irrigation has occurred. An exchange of the tubing system did not resolve the reported issue. No further information was provided.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The reported event was confirmed. The service evaluation revealed a broken front panel which is most likely resulting from improper device handling.

Event description:
Additional information: further information was provided that during a testing of the returned pump in the warehouse it was found that the touchscreen run button was not working.